Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Lead to can abrasion was suspected on the rv lead, but was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.